Manufacturer narrative:
See MDR 1920664-2007-01476 for delivery device used with this lens.

Event description:
The lens did not come out of the inserter correctly into the patient's eye. The doctor removed and replaced the lens.